Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient was revised due to leg length discrepancy of about 4mm on the right side. Radiographic images showed possible loosening of cup and stem. The revision was scheduled to replace the head and neck and possibly the liner. When trying to remove the neck from the stem, it could not be separated. So the stem was also removed. Additional information received on 02/02/2021: revised part and lot numbers were provided as well as the reason for revision, moreover the revision surgery date.